Manufacturer narrative:
Device evaluated by MFR.: the watchman truseal access system was returned with blood in the device. There was no dilator returned with the watchman truseal access system. Analysis of the valve, tip and sheath included microscopic and visual inspection. Inspection revealed tip damage as the tip was oval in shape and there was polytetrafluoroethylene (ptfe) seen delaminating from the inner shaft wall. Functional testing was completed by attaching a syringe filled with water. Positive and negative pressure was applied with the valve open and closed. The watchman truseal access system was able to be flushed properly. The watchman truseal access system was able to backflush successfully, and air was able to be purged from the device. The silicone valve of the watchman truseal access system was removed and microscopically examined. The silicone valve was found to have no damage. Analysis of the watchman truseal access system could not confirm the reported air in the system as the watchman truseal access system was able to be successfully flushed with no air or bubbles in the system.

Event description:
It was reported that air in the access system was visualized during the procedure. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was inserted through the patient's femoral vein over a super-stiff guidewire. The was was successfully flushed during preparation. Upon removal of the dilator and guidewire, a reduced retrograde flow of blood was seen from the hemostatic valve of the was. Ultrasound imaging confirmed correct positioning of the was in the center of the left atrium. Back bleed was allowed via the three way stop cock after closing the hemostatic valve, however, evidence of air bubbles through the side tube was identified. Aspiration of the air bubbles from the side tube was repeated two more times, but the was was removed from the patient, and a new was was used to complete the procedure. There were no patient consequences noted.

Event description:
It was reported that air in the access system was visualized during the procedure. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was inserted through the patient's femoral vein over a super-stiff guidewire. The was successfully flushed during preparation. Upon removal of the dilator and guidewire, a reduced retrograde flow of blood seen from the hemostatic valve of the . Ultrasound imaging confirmed correct positioning of the in the center of the left atrium. Back bleed allowed via the three way stop cock after closing the hemostatic valve, however, evidence of air bubbles through the side tube identified. Aspiration of the air bubbles from the side tube repeated two more times, but the was removed from the patient, and a new was used to complete the procedure. There were no patient consequences noted.